Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v937755v01, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# v937755v01, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from the manufacturer representative that reported there was lead erosion at the scalp and there was no implantable neurostimulator (ins) erosion. The device actually ruptured the skin. The area of concern was at the lead. There were no signs of infection or symptoms. A total system explant on the right side was performed the day prior to report. The left side system remained inside and was fine. A date was pending for replacing the right side system. Symptoms included erosion of lead at the scalp. The patient was implanted for parkinson's dual and movement disorders.